Event description:
It was reported the patient's blood glucose level read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm for between 1 and 4 hours. Patient noticed the pod was leaking while watching television. A new pod was applied for treatment.

Manufacturer narrative:
A tear was observed on the external portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.